Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not received for evaluation, however, pictures were provided. Inspection of the pictures could not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 210h, an external fluid leak was detected at the dialyzer cap. There was no patient involvement. No additional information is available.